Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom unspecified occlusion message was verified through the a review of the event history log by the presence of multiple "upstream occlusion!" And ¿downstream occlusion!¿ alarms. Evaluation revealed that the cause was an out of specification force sensor which was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified occlusion message. There was no patient involvement. No additional information is available.